Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/02/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how much blood was loss?*how was the bleeding managed? Not sure exactly, but less than 100cc. Managed by additional suture. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. What's the patient current status? Unknown.

Event description:
It was reported that a patient underwent a whipple procedure on (B)(6) 2019 and the suture was used. It was reported that during surgery, while performing the vascular anastomosis, the needle fractured in half near the swage, creating needle hole bleeding at the vessel site. The doctor was able to retrieve the needle pieces. The procedure was completed using a like device from another lot. It was also reported that the procedure was delayed by thirty minutes. There were no adverse patient consequences reported.